Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but the physician was unable to position the device properly in the laa. The wds was pulled back into the right atrium and the physician performed a second transseptal puncture. Shortly, after this was performed a pericardial effusion with cardiac tamponade was noted. The patients blood pressure dropped which required vasopressor support and the patient received a blood transfusion. The procedure was ended, and the patient was brought to surgery where they underwent a pericardial window procedure which was converted a full sternotomy. The physician used suture to close a perforation in the laa of the patient and the laa was clipped. The patient remained in the hospital to recover from this event. While in the hospital the patient became septic and experienced cardiogenic shock. Eight days post procedure the patient had an increased demand for pressor support. Nine days post procedure the patient was experiencing persistent lactic acidosis, acute kidney injury respiratory failure and then multiple system organ failures before the patient ultimately died. This event was also reported under report number 2124215-2025-34314.

Manufacturer narrative:
H2 correction: this event was also reported under report number 2124215-2025-34314. This complaint will be closed as a duplicate.

Event description:
Reported via study. It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but the physician was unable to position the device properly in the laa. The wds was pulled back into the right atrium and the physician performed a second transseptal puncture. Shortly, after this was performed a pericardial effusion with cardiac tamponade was noted. The patients blood pressure dropped which required vasopressor support and the patient received a blood transfusion. The procedure was ended, and the patient was brought to surgery where they underwent a pericardial window procedure which was converted a full sternotomy. The physician used suture to close a perforation in the laa of the patient and the laa was clipped. The patient remained in the hospital to recover from this event. While in the hospital the patient became septic and experienced cardiogenic shock. Eight days post procedure the patient had an increased demand for pressor support. Nine days post procedure the patient was experiencing persistent lactic acidosis, acute kidney injury respiratory failure and then multiple system organ failures before the patient ultimately died.